Event description:
Information received regarding the explanted device notes that the patient was symptomatic due to no atrial sensing in the unipolar configuration. Sensing could only be achieved at 0.1mv in the bipolar configuration. The patient presented for atrial lead repositioning. The lead tested normal via an analyzer, but when reconnected to the pulse pulse generator, no atrial sensing was observed. Therefore, the pulse generator was replaced.